Manufacturer narrative:
G4:06apr2021. B4:08apr2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported to philips that the screen is dark. The device was not in clinical use at the time of the event. There was no report of patient or user harm. This issue was found during set up of the device. Another v60 was brought in for use, and there was no delay to patient therapy or care. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the screen is dark with the intensity set to max. The rse reviewed and advised the customer to replace the user interface. The replacement part information was provided to the customer for a replacement. The customer ordered a replacement part to replace on site by the customer.